Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon noted small pieces of metal on a female patient's iris post operatively. The patient's eye at this time is quiet. There was no additional medication therapy used post-operatively. The surgeon suspects this may be caused by not following the recommended cleaning instructions for the handpiece. This report is the second of two patients for this facility.